Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Corrected data: h4. Additional data: h6 (component code, medical device problem). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Additionally, the evaluation identified another reportable malfunction, the electrical contact of the video connector was shaved. Based on the results of the investigation, a definitive root cause could not be established. Probable causes identified: -damage to the image sensor unit (e.g., disconnection). -failure of mounted components on the electrical board due to stress from use, external factors, or handling. The event can be detected/prevented by following the applicable chapters in the instructions for use which state: chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the deflectable videoscope exhibited no image. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.